Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer's blood glucose (bg) ranged from 500-513 mg/dl. Reportedly, assistance was required in administering a manual insulin injection to address bg level. Additionally, customer was using expired test strips and making therapy decisions off those bg readings. Recommendation was made to consult with a healthcare provider to discuss diabetes management.